Manufacturer narrative:
The investigation determined that vitros dldl and vldl results were reported from a vitros 4600 system as mg/dl, which were different from the unit of measure for the same dldl and vldl results displayed at the customer¿s lis (mmol/l) for a single patient. The assignable cause was determined to be incorrect unit of measure configuration on the vitros analyzer likely caused by user error. The assay unit configuration on the vitros analyzer was not in si units (mmol/l) as expected by the customer, but instead on conventional units (mg/dl). Once the vitros 4600 system and the lis were configured in the same units of measure (mmol/l), it was confirmed that the expected dldl and vldl results were obtained. The higher than expected assay results were reported from the lab and an unknown course of treatment was started for the patient due to the higher than expected results. Per a medical consult with ortho medical safety officer dr lily li: commonly used medicine for initial treatment for high cholesterol is statins. Since this patient was only on the drug, if statins was used, for 2-weeks, and the patient did not develop allergic reaction to the drug, serious side effect from a short treatment exposure is unlikely. (B)(4).

Event description:
The customer reported that vitros dldl and vldl results were reported from a vitros 4600 as mg/dl, which were different from the unit of measure for the same dldl and vldl results displayed at the customer¿s lis (mmol/l). Therefore, the vitros dldl and vitros vldl results for a single patient were higher than expected due to the discrepancy in the unit of measure on the vitros (mg/dl) versus the lis (mmol/l). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected results were reported out of the laboratory and unknown treatment was administered to the patient based on the results. A corrected report was later issued and the treatment stopped at that time. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).